Event description:
Additional information received indicated that the physician noticed an increase in rv sensing value. Programming changes were made. The patient will be followed-up routinely.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted low right ventricular sensing and two ventricular fibrillation episodes. The device delivered shock therapy which decelerated the arrhythmia and on other case the arrhythmia was spontaneously aborted. The physician attempted to evaluate the new morphology with default settings but unable due to low sensing value. The physician elected not to take any further action. The patient was in a good medical condition after the event.

Event description:
New information received on september 10, 2018 indicates that the physician noted that the patient's lead exhibited variable sensing thresholds again. The value seemed to be inconsistent during deep breathing. All other electrical values were within range. The physician has elected to not take any action. The patient was medically stable.